Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the filter cracked and leaked during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the filter was cracked was not confirmed. Visual inspection showed no anomalies. Functional and pressure testing showed no anomalies. The root cause of the customer¿s report could not be determined.

Event description:
The customer reported that the filter cracked and leaked during patient use. There was no report of patient harm.